Manufacturer narrative:
Conclusion: device investigations did not reveal any device malfunction which can explain the reported recipient performance problem. This finding was expected, because according to the recipient report the device was found to be functional whilst implanted. The reported problems of insufficient auditory perception appear to be related to an insufficient mechanical device coupling to the round window, which occurred as consequence of a post-operative fmt migration. It is unknown if the observed granulation tissue and cholesteatoma have contributed to the migration. In addition the recipient had a progressive hearing loss and will be evaluated for a cochlear implant. This is a final report.

Event description:
The user had benefit with the device for the past several years. In the last few months she was experiencing pain and discharge from the radical mastoidectomy on the right side and reported that she was no longer able to hear with the device. The device was explanted and the cavity was cleaned up.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had benefit with the device for the past several years. In the last few months she was experiencing pain and discharge from the radical mastoidectomy on the right side and reported that she was no longer able to hear with the device. The device was explanted and the cavity was cleaned up.